Manufacturer narrative:
Citation: flint n et al. Diastolic mitral regurgitation following transcatheter aortic valve replacement: incidence, predictors, and association with clinical outcomes. Journal of cardiology 70 (2017) 491¿497. Http://dx.doi.org/10.1016/j.jjcc.2017.01.007. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding post-procedural diastolic mitral regurgitation and its impact on late outcomes. All data were collected from a single center between december 2011 and june 2014. The study population included 267 patients (predominantly female; mean age 82 years), 164 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 36 deaths occurred during follow-up. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: mitral regurgitation, aortic regurgitation, readmission for heart failure, new onset atrial fibrillation and other arrhythmia requiring permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.